Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure around the first week of (B)(6) 2011 (exact date unknown). The procedure was completed with no complications. The patient age was reported to be over 18 years. According to the complainant, approximately twelve weeks post procedure, the patient presented with some minor mesh exposure. The physician trimmed the exposed portion of the mesh on (B)(6) 2012. The patient's current condition is reported to be "fine." Attempts to obtain additional information have been unsuccessful.